Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), with an unspecified ketone level. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. The customer declined to provide additional information regarding the issue.